Event description:
It was reported the patient received the following results within 15 minutes: 29.2 mmol/l and 5.4 mmol/l.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The returned test strips are expired and were therefore not tested. Alleged test strips were not expired at the time of the allegation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance.